Event description:
The patient came in reporting pain due to a potted stem and due to signs of an infection. The cause of the potted stem is infection and the pathogen is unknown. About 2 weeks after the primary surgery, the surgeon performed a washout and revised the stem, head, and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 2 november 2021. Lot 2000071: (B)(4). Expiration date: 2025-may-18. No anomalies found related to the problem. (B)(4). Additional items involved in the event, batch review performed on 02 november 2021 liner: versafitcup dm 01.26.2848mhc double mobility hc liner ø 48/28 (k092265) lot. 2103095. Lot 2103095: (B)(4). Expiration date: 2026-apr-13. No anomalies found related to the problem. (B)(4). Ball heads: mectacer 01.29.201 biolox delta ceramic ball head 12/14 ø 28 size s -3.5 (k112115) lot. 2101448. Lot 2101448: (B)(4). Expiration date: 2026-may-05. No anomalies found related to the problem. (B)(4).